Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specifications as per service installation record. Within a service case opened regarding the reported events the field service engineer did not identify any device related caused by the reported treatment outcomes. The event could neither be confirmed nor replicated. No parts were replaced. Field service engineer performed and signed service installation record. System meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The affected eye was not specified. Therefore, review was performed for the right eye and left eye. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of nineteen microns. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The beam control check resulted in a correction of nineteen microns. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During an on-site visit by the local field service engineer inspected the analysis camera beam and application interface. The field service engineer replaced application interface and performed twenty-four test cuts were, without any cuts showing mayor variations in depth. According to information provided by the field service engineer the application interface was replaced as a precaution. No defect was identified to the application interface. The field service engineer could not identify and contribute application interface to the thin flaps. The application interface is not available for return and has already been recycled. No complaint-related product is expected to be returned for investigation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced rainbow glare on thinner flap in the unknown eye of a patient, after refractive surgery. There are multiple related reports for this reported event. This report addresses patient (B)(6), unknown eye and additional manufacturer reports will be filed for the other patients.